Event description:
Customer stated the hcu 30 would not power up and operating panel would not function. No patient involvement. (B)(4).

Manufacturer narrative:
(B)(4). A maquet field service technician replaced the defective operating panel and tested the system to factory specifications. All tests were ok. A supplemental medwatch will be submitted if additional information becomes available.